Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is intermittent with the alarm silence button is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The unit is working properly but the top of the touchscreen is intermittent. The fse replaced the touchscreen to resolve the intermittent touch, and the alarm silence failure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.